Event description:
Based on additional information received on 05-dec- 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction with seriousness criteria as important medical event was added. Also the suspect product was updated from synvisc to synvisc one. This case is cross referred with the case (B)(4) (cluster). This unsolicited case from united states was received on 05-dec-2017 from a health care professional. This case concerns a (B)(6) years old male patient who initiated treatment with synvisc one injection and after unknown latency had swelling and pain. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On an unknown date, patient initiated treatment with intra- articular synvisc one injection (batch/lot number: 7rsl021 and expiration date: may-2020; indication, dose and frequency: not provided) bilaterally. On an unknown date, after unknown latency, patient experienced swelling and pain and went to emergency room. Since an unknown date, device malfunction was identified for the reported lot number. Corrective treatment: not reported for both events. Outcome: unknown for both events. A global pharmaceutical technical complaint was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented serious event of device malfunction: important medical event additional information was received on 05-dec-2017. This case initially considered non-serious was upgraded to serious as the serious event of device malfunction with seriousness criteria as important medical event was added. Also the suspect product was updated from synvisc to synvisc one. The global ptc number with ptc result was added. Text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow-up dated 05-dec-2017: this case concerns a (B)(6) year-old male patient who received treatment with synvisc one and later the patient had pain and swelling. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded.